Event description:
It was reported that the wand had an e8 error displayed when the machine was switched on. It is unknown if the event happened during a procedure, if there was a delay and if backup device was available. No complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual evaluation of the rf12000, q2 controller s/n:(B)(6) shows that the warranty seal is untouched and in its original condition. The manufacturing date of the controller is rev.q / 2016. No visible manufacturing abnormalities were found. After powering up and pressing any button, the device generates an ¿e-8 error¿ associated with an alarm sound and the red attention led. The failure could not be reset; the complaint was verified and the root cause could be determined due to an electrical component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.